Event description:
The patient reported that whenever she sweats or it's humid outside, the device do not stick sometimes. There are no specific dates when it fell off, just that it happens in hot/humid weather and her sweating. The patient did not want to return the device as she did not think there was anything wrong with the device.